Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "tracker halo bent" (bent). A technician reports, the tracker halo was slightly bent. There was no pt involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).